Event description:
A sales rep called baxter corporate product surveillance to report a clearlink catheter extension set in which the tubing ruptured. According to the report, the facility was using the extension set in CT with a power injector to administer contrast to the patient when the tubing burst apart. The facility is aware that these sets are not approved to be used with a power injector. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information becomes available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).